Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause was traced to a component failure for the presence of this material and the adhesive damage. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, chip on light guide and objective lens adhesive and foreign objects on server plug in were observed. There was no patient involvement